Event description:
During a left hand carpal tunnel release, an expressaire disposable luer lock tourniquet cuff was leaking air after it was attached to the machine. Ring gasket was broken from the cuff. Therefore, the tourniquet cuffs didn't inflate to the desired pressure.